Manufacturer narrative:
The claimed issue was related to the low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. Based on technician statement, the transformer was burned and damaged. The on-site visit was not required and defective part has not been returned to the factory for further analysis. Therefore, the exact root cause of the issue has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).